Event description:
It was reported the customer's insulin pump did not flash after changing their basal rates. Customer also reported their insulin pump powering off and a tone occurred after attempting to replace the batteries four times. The customer's blood glucose was 157 mg/dl. The customer stated their insulin pump passed a self test during troubleshooting. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.